Event description:
Per the clinic, the patient was placed under a general anaesthetic on (B)(6) 2021, for a revision surgery to have a magnet placed on the internal fixture, converting the patient to a subcutaneous baha implant system.

Event description:
Per the clinic, the patient was administered oral antibiotics (date and duration not reported) due to recurring infection.